Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue started in the main half-height cubie drawer 3.1 pocket e1. The bogus pockets had three digits, but the numbers were unknown. A field service engineer confirmed a pharmacy technician was able to swap the bad pocket, reloaded the medication, and also cleared the error. Additionally, reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system 300m was not unloading the correct cubie(s). The malfunction occurred when a user tried to dispense medication to the patient without causing any delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system 300m was not unloading the correct cubie(s). The malfunction occurred when a user tried to dispense medication to the patient without causing any delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was caused by non-existent cubie pocket numbers. A field service engineer assisted through dial and confirmed the faulty pocket was swapped, the medication reloaded, and the error cleared. The system functioned as intended after the field service engineer troubleshooted the device.